Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The device had unresponsive buttons. The customer stated that the battery was removed, and the insulin pump was rested for two hours. The battery was reinserted and the down arrow button was stuck. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.